Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported discrepant sars result for 1 symptomatic consumer. The consumer communicated that they tested positive 4 times in a week's period with quickvue otc meanwhile testing negative with other at-home rapid antigen assays. No further confirmatory testing was communicated. Each event is captured on a separate report.